Event description:
The device was used during an endoscopic hernia repair. Reportedly, the tacks did not hold properly. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.